Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the air/water channel clogged. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the air/water channel. In addition, our technician confirmed that the control body corroded, the mechanical base plate corroded, the nozzle gluing missing, the remote control buttons cut, the bending rubber worn out, the insertion flexible tube worn out, the segment hard to move, and the u/d and the r/l pulley wires rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0630(air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Air/water tube clogged.